Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that burr stuck on wire occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 1.50 mm rotapro and rotawire drive were selected for use. During removal at a low speed, the burr stalled, became locked with the guidewire and embedded in the guide catheter. The guidewire was also kinked/damaged. The catheter and guidewire were removed as a single unit and the procedure was completed with another of the same device. The patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter phone: (B)(4). Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual inspection found that the sheath was worn and kinked at 74.1cm, 74.2cm, and 74.5cm distal from the strain relief. At 74.8cm distal from the strain relief, the sheath was worn. The coil was found to be stretched from the handshake to the burr end of the device indicating tensile force was applied. The coil portion nearest the burr has procedural matter (appears to be guide catheter remnants) indicative from device rotation or interaction. After destructive testing was performed, it was found that the drive shaft (turbine) was corroded, indicating the presence of dried saline within the device. Device to device interaction test noted the device stalled and did not run. The test was rerun using just the advancer portion of the rotapro and the same results occurred. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure. The drying of saline occurs after device use, during transit to the manufacturer. Therefore, the dried saline in the device is not considered to be related to the reported event that was encountered during device use. It was considered likely that the reported events and the condition of the returned device occurred due to procedural factors which can include device interaction and testing.

Event description:
It was reported that burr stuck on wire occurred. The 95% stenosed target lesion was located in the left anterior descending artery. A 1.50 mm rotapro and rotawire drive were selected for use. During removal at a low speed, the burr stalled, became locked with the guidewire and embedded in the guide catheter. The guidewire was also kinked/damaged. The catheter and guidewire were removed as a single unit, and the procedure was completed with another of the same device. The patient was stable post procedure. It was further reported that the reported issue occurred during burr advancement in the non-boston scientific guide catheter.